Event description:
It was reported the epg (external pulse generator) intermittently shuts down when replacing the battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the display was out of specification with a line through the lower display, the ring cover was contaminated and two side bail covers were broken, the lower case was broken, the keyboard pad was cosmetically damaged.

Event description:
It was reported the epg (external pulse generator) intermittently shuts down when replacing the battery. The epg was returned for repair. There was no patient involvement.